Manufacturer narrative:
The complaint device will be returned for evaluation. Investigation of this event is ongoing.

Event description:
During a transfemoral tavr procedure, during peak deployment inflation of a 23mm sapien xt with 18cc's in the atrion, the novaflex delivery system balloon ruptured. The post deployment tee showed trace paravalvular leak, and zero central a.I. The delivery system was removed from the body through the sheath without incident. The arteriotomy was closed in the usual sterile fashion without complication. The patient was extubated in the o.r. And transferred to pacu in stable condition. The cause for the balloon burst is unknown. It is assumed that either calcium in the stj, or stent frame at peak inflation caused the balloon to burst.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The novaflex+ delivery system was returned to edwards lifesciences for evaluation. During visual inspection of the delivery system longitudinal and radial tears were observed on the balloon. The balloon material separated into two pieces at proximal end of balloon, but both pieces were still attached to the delivery system. All balloon were pieces accounted for. There was no stretching, surfaces scratches, or defects observed on the balloon. No visual abnormalities were noted on the delivery system. Due to the condition of the returned device (balloon tear), no applicable functional testing relating to balloon burst could be performed. During dimensional analysis, wall thickness measurements were taken along the balloon tear. The balloon wall thickness measurements met the double wall thickness specifications. Due to the condition of returned balloon, distal balloon portions were unable to be measured. A device history record review did not reveal any issues that could have contributed to this complaint event. A lot history review not reveal any similar complaints related balloon burst. Review of the lot history did not reveal any issues that would have contributed to the complaint event. During the balloon manufacturing process, the balloon is visually inspected per for defects and cosmetic appearance. These inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaint for balloon burst was confirmed, but no manufacturing non-conformances were identified. The available information suggests that patient factors (calcification) may have contributed to the event. Since no manufacturing non-conformances were identified in the product evaluation, preventative or corrective actions are not required. Transcatheter delivery balloon burst complaints have been previously investigated and documented by edwards lifesciences. In the technical summary for balloon bursts, a detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.